Event description:
The customer experienced high blood glucose levels. The blood glucose level was over 600 mg/dl. The customer did not contact a health care professional and has not treated high blood glucose levels. Advised to reinsert the reservoir and to run a manual prime. Insulin did exit the tubing. The customer also states that it is difficult to read the lcd screen, and the cannula is occluded. Advised the customer to change the entire set, reservoir, insulin and to treat according to their health care professional's instructions. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).